Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing at the user facility, metal pieces from the battery compartment fell out of the device. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an 11/004 (less than 2. 0 volts measured on lithium battery) service alarm code and leakage from the disposable batteries was noted.